Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.1.0 cloud - operating system 26.3 cloud - hardware iphone17.2 cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Symptoms reported include high blood glucose levels and ketones. Details regarding treatment and discharge from the emergency room were not provided. When removing the pod, the patient reported that the adhesive was not sticking well. The pod was removed and a new pod was placed.